Event description:
It was reported that the patient's right atrial (ra) lead was oversensing noise resulted in pacing inhibition and inappropriate mode switch episodes. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
New information received noted the ra lead also had failed to sense. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.